Event description:
Customer states, patient reportedly received results of 460 mg/dl and 378 mg/dl on the inform system within 10 minutes. Lab value was drawn within 10 minutes of both results; lab value was 109 mg/dl. One hour later, patient reportedly received results of 445 mg/dl and 419 mg/dl on the inform system within 10 minutes. Lab value was drawn within 10 minutes of both results; lab value was 98 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.